Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2017: legal medical records. Pfs alleges pain, problem in walking, metal ions, inflammatory reaction, infection, instability, lack of mobility. After review of medical records for MDR reportability, mr stated pain, infection, and joint swelling. This complaint was updated on: (B)(6) 2017. Update (B)(6) 2017 while reviewing the complaint for MDR reportability and medwatch submission, it was noted that the unknown stem previously added to the complaint is a product already identified and reported on (B)(4). Therefore, the stem MDR tree and product have been voided and removed from this complaint respectively. The litigation alleges elevated metal ions but the previous revision procedure on (B)(6) 2015 involved removal of the metal-on-metal construct. There still are no lab results to corroborate the elevated ion allegations. The stem, as well as the explanted head and liner, were reported for elevated ions on that complaint. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.